Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During a procedure on the sfa, an .035 wire was advanced past the 25mm long lesion, and the protege everflex stent delivery system was inserted. When physician tried to deploy stent, the stent only partially opened proximally but did not open distally. The physician post dilated the protege everflex with a 4x20 balloon resulting in a slight opening of the stent. The physician then went in with a 4.8 x 8 balloon which resulted in a suboptimal distal opening of stent.